Event description:
It was reported by the affiliate that the (1) tsb45 was used during an unknown procedure. It was reported that the device was difficult to open. The case was compeleted with another instrument and there was no consequence to th pt.